Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got error alarm on insulin pump. The customer's blood glucose was 380 mg/dl. Assisted customer in performing a self test. The customer was unable to do the self test. Advised the insulin pump will need to be replaced. Advised customer refer to back-up plan. Caller stated that the battery is loose inside the insulin pump and the battery cap was not going on tight. The product was returned for analysis.